Event description:
A customer contacted haemonetics on (B)(6) 2008 reporting that the bottom of the header arm was broken on the orthopat machine. No injury or reaction noted.

Manufacturer narrative:
Upon eval of the device a significant blood spill was found inside of the machine. All contaminated and damaged components were replaced including the header arm. Machine was repaired and is now ready for use. This report reflects a product issue identified during a retrospective review of service records. No pt or user harm or injury was reported or allegedly associated with the issue identified in the service record. Actions taken in response to this issue are recorded in haemonetics' CAPA record (B)(4). These actions have been communicated to the FDA and under 21 usc 360i (f). (B)(4).